Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon sent me a post op pic showing that we slightly notched our anterior cut. System did not show a notching warning and was more then 2mm away from the notching warnin; tka.

Event description:
Surgeon sent me a post op pic showing that we slightly notched our anterior cut. System did not show a notching warning and was more then 2mm away from the notching warning. Tka

Manufacturer narrative:
Reported event: an event regarding anterior femoral notching during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 213 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding segmentation failure affecting bone registration. There were other reported events for the listed catalog number ((B)(4)). Conclusion: the case files (patient session data and vplog data) were reviewed. An analysis of the femur segmentation, femur checkpoint values, femur registration values, rio registration and verification values and bone preparation checkpoints was completed. When reviewing the femur segmentation, it was confirmed that a section at least 20 mm above the superior femoral component flange was segmented which is required in order for the application software to detect notching. All other areas of the investigation found error values within the accuracy tolerance region. No system defect or malfunction is suspected.